Event description:
It was reported that the customer received a change cartridge alert. The customer acknowledged that they forgot to complete the cartridge change step when they should have which led to an elevated blood glucose (bg) displayed as "high"; although specific value was not provided. Reportedly, the elevated bg was addressed by a correction injection via manual dose injection and customer resumed insulin therapy.